Event description:
Issue occurred during maintenance. An impact to the patient can not be excluded if the event would happen during ventilation of a patient (potential risk in worst case scenario: desaturation).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: o2 mixer assembly replaced. Device passed all service software tests and put back in service.